Manufacturer narrative:
Analysis of the lead, lot # v183296, revealed no significant anomaly; # 0 and # 1 conductors were broken due to overstress/damaged at the distal end of the segment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implant stopped working six months prior to the report. She went to her doctor three months prior to the report and they checked the implant, determining that her implant battery depleted. The patient was to have surgery in a few months to replace the implant. Additional information received from the representative reports the lead was being removed and electrode portion broke off at bone table. Physician wants to know if all wires were removed. The indication-for-use (IFU) was for neurostimulator other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.